Event description:
Caller reported inform blood glucose results, all mg/dl: (B)(6) 2014: 5:32 am, result 336, meter (B)(4); 5:34 am, result 97, meter (B)(4). On (B)(6) 2014: 5:32 am, result 336, meter (B)(4); 5:34 am, result 97, meter (B)(4). On (B)(6) 2014, 4:05 pm, result 559, meter (B)(4); 4:06 pm, result 287, meter (B)(4); 4:09 pm, result 323, meter (B)(4). (B)(6) 2014: 4:15 pm, result 96, meter (B)(4); 4:18 pm, result hi, which on the system indicates a result in excess of 600 mg/dl, meter ; 4:22 pm, result 170, meter (B)(4). No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller provided three strip lots, but did not know which lot went with each meter. The strip lots are 552017, 552025, 552054. (B)(6).